Manufacturer narrative:
Patient height reported as 184 centimeters. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. DHR review: part number: 03.010.078, synthes lot number: 4882131, supplier lot number: 34699, release to warehouse date: 12-nov-2004, supplier: precision edge surgical products. Mmr#88610 was generated during production for 13 of 100 parts-dim 3 could not be measured with a micrometer. Action taken was revising inspection sheet changing measuring device from micrometer to caliper. This non-conformance is not relevant to the complaint condition. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent an original surgery on (B)(6) 2017 to remove a bullet and contain the infection of the femur bone. The surgeon successfully removed the bullet. Reportedly, the tip of the drill bit broke off while the surgeon was drilling the canal of the distal femur in preparation to do a reamer/irrigator/aspirator (ria) procedure to remove infected bone tissue. The fragment tip was retrieved. The ria procedure could not be completed because the surgeon was unable to pass the guide wire through the canal due to infected bone tissue. No surgical delay was reported. No harm was reported to patient. The patient outcome was reported stable. Concomitant devices reported: drill (unknown part and lot number, quantity :1) this report is for one (1) 4.5mm/6.5mm stepped drill bit this is report 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device (depth gauge for 2.0mm and 2.4mm screws, part number 319.006, lot number 6451382). The subject device was returned with the complaint condition stating: this complaint is confirmed. The drill bit broke and both pieces were returned to cq. The break edge is jagged. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. Whether this complaint can be replicated at customer quality (cq) is not applicable for this complaint condition as the returned device is already broken. Unable to determine a definitive root cause for this complaint. Cumulative wear may have contributed to this drill bit breaking as it is nearly 14 years old. No new malfunctions were identified as a result of the investigation. A visual inspection under 5x magnification, device history record (DHR) review and drawing review were performed at cq for the returned device as part of this investigation. No product design issues or discrepancies were observed. Visual inspection at cq confirmed the reported complaint description. The drill bit broke and both pieces were returned to cq. The break edge is jagged. The material surface at the fracture site appears homogeneous when viewed under 5x magnification. The material and relevant material properties were determined to be conforming at the time of manufacture based on review of the DHR. An accurate dimensional inspection of features related to this complaint could not be performed at cq due to the jagged fracture profile. Drawings were reviewed during this investigation. No product design issues or discrepancies were observed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.